Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Alarm history showed that customer received a compromised forced sensor alarm during priming. Customer states insulin "squirt" out when attempted to prime. Customer states drive support cap appeared normal. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to faulty force sensor resistor gold, also no reservoir anomaly was noted during our testing. Unable to complete functional test due to prime anomaly. The motor was tested outside the device and passed and no motor anomaly was noted. The insulin pump has minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.